Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Cardiohelp sensor panel (B)(4) with defective capacitor was retrofitted with new sensor panel (B)(4).

Event description:
On (B)(6)2013 the ssu heinz eucker reported that when cardiohelp unit (B)(4) was powered up, the on/off light is illuminated, but the display remains black. There is not any audio or visual activity from the unit. (B)(4).